Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("it was noted that the uterine manipulator device had perforated through the fundus of the uterus/perforation (uterus), the device was embedded into the anterior peritoneum"), fallopian tube perforation ("perforation fallopian tube"), device dislocation ("essure device foreign body in abnormal position likely in the cul-de-sac."), pelvic pain ("pelvic pain") and benign ovarian tumour ("tumor/teratoma/cancer type: benign tumor left ovary,") in a 43-year-old female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation. Concurrent conditions included adhesiolysis, environmental allergy since 1967, food allergy and gastroesophageal reflux disease since 2010. Concomitant products included cetirizine hydrochloride (zyrtec) since 2005 and medroxyprogesterone acetate (depo-progestin) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("painful menstural cycles"), dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), mood altered ("hormonal changes describe: moody,psychological or psychiatric problems condition: moody and lack of sexual desire,"), migraine ("migraines/headache") and headache ("migraines/headache"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus,/migration of essure device location of device: peritoneum and uterus,"), pelvic pain (seriousness criteria medically significant and intervention required), benign ovarian tumour (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease,"), allergy to metals ("nickel allergy,"), rosacea ("rashes or skin conditions type: rosacea"), pollakiuria ("frequent urination,"), weight increased ("weight gain"), complication of device removal ("complications from essure removal procedure"), loss of libido ("lack of sexual desire"), uterine pain ("pain in uterus") and adnexa uteri pain ("ovarian region pain"). The patient was treated with omeprazole (prilosec), surgery (laparoscopy with adhesiolysis and removal of essure device and tubal ligation.), surgery (laparoscopy with adhesiolysis and removal of essure device and tubal ligation.), surgery (laparoscopy with adhesiolysis and removal of essure device and tubal ligation.), surgery (undewent device removal procedure) and surgery (left ovary removal). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device expulsion, pelvic pain, benign ovarian tumour, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, gastrooesophageal reflux disease, mood altered, migraine, headache, allergy to metals, rosacea, pollakiuria, weight increased, complication of device removal, loss of libido, uterine pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, benign ovarian tumour, bladder disorder, complication of device removal, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, mood altered, pelvic pain, pollakiuria, rosacea, urinary tract disorder, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 8.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occluded left fallopian tube ultrasound was obtained to assess misplaced right essure device, which was demonstrated to be outside of the fallopian tube and overlying the lower uterine segment on hsg dated (B)(6) 2010. On the current ultrasound, an echogenic linear focus was noted anterior to the lower uterine segment and closely applied to the anterior uterine surface likely consistent with the essure device. Impression: intraoperative ultrasound used to localize essure device as above. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("it was noted that the uterine manipulator device had perforated through the fundus of the uterus/perforation (uterus), the device was embedded into the anterior peritoneum"), fallopian tube perforation ("perforation fallopian tube"), device dislocation ("essure device foreign body in abnormal position likely in the cul-de-sac."), pelvic pain ("pelvic pain") and ovarian neoplasm ("tumor/teratoma/cancer type: benign tumor left ovary,") in a 43-year-old female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation. Concurrent conditions included adhesiolysis, environmental allergy since 1967, food allergy and gastroesophageal reflux disease since 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), mood altered ("hormonal changes describe: moody,psychological or psychiatric problems condition: moody and lack of sexual desire,"), migraine ("migraines/headache") and headache ("migraines/headache"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus,/migration of essure device location of device: peritoneum and uterus,"), pelvic pain (seriousness criteria medically significant and intervention required), ovarian neoplasm (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease,"), allergy to metals ("nickel allergy,"), rosacea ("rashes or skin conditions type: rosacea"), pollakiuria ("frequent urination,"), weight increased ("weight gain"), complication of device removal ("complications from essure removal procedure"), loss of libido ("lack of sexual desire"), uterine pain ("pain in uterus") and adnexa uteri pain ("ovarian region pain"). The patient was treated with surgery (laparoscopy with adhesiolysis and removal of essure device and tubal ligation.), surgery (laparoscopy with adhesiolysis and removal of essure device and tubal ligation.), surgery (laparoscopy with adhesiolysis and removal of essure device and tubal ligation.), surgery (undewent device removal procedure) and surgery (left ovary removal). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device expulsion, pelvic pain, ovarian neoplasm, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, gastrooesophageal reflux disease, mood altered, migraine, headache, allergy to metals, rosacea, pollakiuria, weight increased, complication of device removal, loss of libido, uterine pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, bladder disorder, complication of device removal, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, mood altered, ovarian neoplasm, pelvic pain, pollakiuria, rosacea, urinary tract disorder, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 8.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occluded left fallopian tube ultrasound was obtained to assess misplaced right essure device, which was demonstrated to be outside of the fallopian tube and overlying the lower uterine segment on hsg dated (B)(6) 2010. On the current ultrasound, an echogenic linear focus was noted anterior to the lower uterine segment and closely applied to the anterior uterine surface likely consistent with the essure device. Impression: intraoperative ultrasound used to localize essure device as above. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records, new reporter, essure lot number and events essure device foreign body in abnormal position likely in the cul-de-sac and it was noted that the uterine manipulator device had perforated through the fundus of the uterus were added. On (B)(6) 2018: plaintiff fact sheet, new reporter, patient demographic information, relevant information,new events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, gastrointestinal or digestive system condition type: gastroesophageal reflux disease, hormonal changes describe: moody, ovarian region pain, pain in uterus, lack of sexual desire, malposition of essure device location of device: uterus,/migration of essure device location of device: peritoneum and uterus, migraines/headache, nickel allergy, perforation fallopian tube, rashes or skin conditions type: rosacea, frequent urination, tumor/teratoma/cancer type: benign tumor left ovary, complications from essure removal procedure were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("it was noted that the uterine manipulator device had perforated through the fundus of the uterus/perforation (uterus), migration of device: essure coil was embedded in perforation uteru"), fallopian tube perforation ("perforation fallopian tube/right tube perforated"), embedded device ("essure was embedded into the anterior peritoneum"), device dislocation ("essure device foreign body in abnormal position likely in the cul-de-sac."), pelvic pain ("pelvic pain/pain"), benign ovarian tumour ("tumor/teratoma/cancer type: benign tumor left ovary/tumor / teratoma / cancer type: benign tumor left ovary") and pelvic adhesions ("adhesiolysis") in a 43-year-old female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Concurrent conditions included adhesiolysis, environmental allergy since 1967, food allergy and gastroesophageal reflux disease since 2010. Concomitant products included cetirizine hydrochloride since 2005 and medroxyprogesterone acetate (depo-progestin) since (B)(6)2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease/gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6)2010, the patient experienced pelvic adhesions (seriousness criterion medically significant), 3 months 16 days after insertion of essure. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus,/migration of essure device location of device: peritoneum and uterus/malposition of essure device location of device: uterus"), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea cramping"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), mood altered ("hormonal changes describe: moody,psychological or psychiatric problems condition: moody and lack of sexual desire/hormonal changes: moody"), migraine ("migraines/headache/migraines / headaches"), headache ("migraines/headache/ migraines / headaches"), allergy to metals ("nickel allergy/nickel allergy"), rosacea ("rashes or skin conditions type: rosacea/rashes or skin conditions type: rosacea"), pollakiuria ("frequent urination/bladder or urinary problems or changes frequent urination") and loss of libido ("lack of sexual desire/hormonal changes: lack of sexual desire") and was found to have weight increased ("weight gain/weight gain/loss specify weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), complication of device removal ("complications from essure removal procedure"), uterine pain ("pain in uterus") and adnexa uteri pain ("ovarian region pain") and was found to have benign ovarian tumour (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin), omeprazole (prilosec), paracetamol (tylenol) and surgery (laparoscopy with adhesiolysis and removal of essure device and tubal ligation., adhesiolysis, left ovary removal and underwent device removal procedure). Essure was removed on (B)(6)2010. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, device dislocation, device expulsion, pelvic pain, benign ovarian tumour, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, gastrooesophageal reflux disease, mood altered, migraine, headache, allergy to metals, rosacea, pollakiuria, weight increased, complication of device removal, loss of libido, uterine pain, adnexa uteri pain and pelvic adhesions outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, benign ovarian tumour, bladder disorder, complication of device removal, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, gastrooesophageal reflux disease, headache, loss of libido, menorrhagia, migraine, mood altered, pelvic adhesions, pelvic pain, pollakiuria, rosacea, urinary tract disorder, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Discrepancy noted: essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 8.7 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: occluded left fallopian tube. Ultrasound was obtained to assess misplaced right essure device, which was demonstrated to be outside of the fallopian tube and overlying the lower uterine segment on hsg dated (B)(6)2010. On the current ultrasound, an echogenic linear focus was noted anterior to the lower uterine segment and closely applied to the anterior uterine surface likely consistent with the essure device. Impression: intraoperative ultrasound used to localize essure device as above. Essure confirmation test performed on (B)(6)2010: there appeared to be an essure device low in the peritoneum, right tube perforated, essure embedded in uterus quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-feb-2019: plaintiff fact sheet: received. Event: pelvic adhesions, essure was embedded into the anterior peritoneum and uterus were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent device removal procedure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.